Manufacturer narrative:
A direct correlation between the device and the reported events leading up to the patient's outcome could not be determined through this evaluation. Information provided by the hospital personnel indicated that the patient's outcome was not device or device therapy related and the pump appeared to be working as intended. An autopsy was not performed and the pump was not explanted and will not be returned for analysis. The report of low flow alarms was confirmed based on the evaluation of the log file retrieved from the returned system controller; however, a specific cause for the low flow events could not be conclusively determined. The returned system controller operated as intended during analysis with no atypical low flow events reproduced during evaluation. The instructions for use lists neurologic dysfunction as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years and 4 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was found unconscious on (B)(6) 2016. It was unknown how long the patient was unconscious. The device appeared to be working as intended. At the time the patient was found, the system controller had adequate power, the green arrow (pump running symbol) was illuminated and the controller was alarming for low flow. On arrival at the emergency department (ed) the patient's pupils were fixed and dilated. The ed physician determined there was no brainstem function. It was confirmed that the pump was running upon arrival at the ed. The lvad was disconnected under the direction of the implanting surgeon and the patient expired. No head CT was performed. The lvad history was reviewed with the vad coordinator over the phone and multiple low flow alarms were noted throughout the day. No additional information was provided.